Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy performed on (B)(6), 2010 (patients' age is unknown, although it has been reported that the patient is (B)(6)). According to the complainant, during the procedure, following a polypectomy, they positioned the clip but were unable to open the clip. The device was removed and the case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy performed on (B)(6), 2010 (patients' age is unknown, although it has been reported that the patient is (B)(6)). According to the complainant, during the procedure, following a polypectomy, they positioned the clip but were unable to open the clip. The device was removed and the case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the device was kinked near the handle. The clip assembly was located inside the oversheath with the clip still attached. The oversheath was then pulled back to expose the clip assembly. The clip assembly was found to be detached from the bushing. A functional evaluation was performed and revealed that the clip assembly could not be actuated, however it could be and was deployed. No other damage was noted to the device. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.